Event description:
Additional information provided indicated the suspected cause of the event was right atrial lead insulation damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Ra lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.